Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 35% stenosed target lesion was located in the mid left anterior descending artery. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation under nominal pressure for a few seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 35% stenosed target lesion was located in the mid left anterior descending artery. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation under nominal pressure for a few seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.